Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). A 5mm x 80mm on 135 cm armada 35 balloon dilatation catheter (bdc) was prepped per the instructions for use outside of patient anatomy without issue. The armada 35 bdc was advanced to the lesion without resistance and dilatation was completed successfully. However, when attempting to deflate the balloon, it would not deflate at all and was subsequently unable to be withdrawn from the sfa. Another guide wire was advanced alongside the bdc and the balloon was intentionally ruptured using the wire. The armada 35 bdc was then able to be withdrawn from the vessel without further issue. There were no adverse patient sequelae and this issue did not cause or contribute to a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional, and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.